Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the bearing sleeve device, and it was determined that the device exceeded the temperature on the measuring point. It was further determined that the device failed pretest for temperature assessment (sleeve only). The assignable root cause for the damaged sleeve was linked to improper handling. The root cause for the exceeded heat on measuring point was linked to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the bearing sleeve used with the attachment device failed visual inspection due to component damage. During the assessment it was found that the sleeve was damaged on the tip. Furthermore, it was detected that the device exceeded the temperature on the measuring point. It was further determined that the device failed pretest for visual assessment and temperature assessment (sleeve only). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.